Event description:
The facility representative baxter (B)(4) technical services one I-pump in which patient attempts to give medication, ipump shows attempts, no medication was delivered. The reported condition occurred during patient delivery in the medical intensive care unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
The condition of patient attempts to give medication, ipump shows attempts, no medication was delivered was not confirmed or duplicated, therefore an assignable cause could not be determined. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).